Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use check. Our field service engineer investigated the ventilator on site and found issues in a pressure transducer. Logs and the failing pressure transducer printed circuit board (pcb) were returned for investigation. The returned pcb was dirty, indicating that there has been some liquid on the board. The failure was confirmed in received device logs, and event was dated to (B)(6) 2020. The returned pcb was mounted in a reference ventilator for simulated use testing and zero-pressure voltage was out of specification. Microscope images showed that a part in the pressure sensor was placed out of specification. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was probably caused by liquid on the pressure sensor on the pressure transducer pc board. The cause of the liquid has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).